Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that customer experienced ongoing intermittent low blood glucose levels. Lowest reported as "low" on the continuous glucose monitor; cause of the lows were unknown. Customer consumed carbohydrates to address the lows. Recommendation was made to consult with a healthcare provider regarding diabetes management.